Event description:
It was reported that the patient experienced frequent urination prior his water vapor therapy. The patient underwent a water vapor therapy procedure approximately six months ago. Post procedure, the patient reported having a catheter for three days post-treatment, however, he could not urinate. The patient ended up going to the hospital where an urinary tract infection (uti) was diagnosed. Once the patient recovered from his uti, he was able to urinate again; but stated that he saw no improvement to the frequency of urination. He has continued to experience frequent urination throughout the day and night. His doctor informed him that it could take several months to see the effects. The patient also indicated that he initially did not have any issues with ejaculation or ejaculatory volume prior to the procedure, however, 2 to 3 months after the treatment he has been unable to ejaculate. He has consulted with his physician about his post-procedure experience and has been discussing an additional treatment.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. The patient indicated that the he underwent the water vapor therapy in (B)(6). Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risks associated with water vapor therapy procedures and are noted as such in the device instructions for use. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the device instructions for use (IFU) was reviewed. The patient symptoms of urinary tract infection and urinary retention were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
Date of event: the exact event date is unknown. The patient indicated that the he underwent the water vapor therapy in april.

Event description:
It was reported that the patient experienced frequent urination prior his water vapor therapy. The patient underwent a water vapor therapy procedure approximately six months ago. Post procedure, the patient indicated that his condition has not improved and has developed another unspecified side effect. No further information is available.